Event description:
It was reported that after a right acromioclavicular joint where a twinfix was used, the wound was oozing and it was not healing. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 5.0 twinfix ti, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed. Based on the nature of the complaint, a review of the sterility records was conducted. The product was sterilized per specifications. All process parameters were confirmed to be within specification. No abnormalities were reported with this product during manufacture. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing, risk documents and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Without the requested clinically relevant documentation a thorough medical investigation could not be performed. Should relevant clinical documentation be provided at a later date, the medical assessment may be re-evaluated at that time.